Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was feeling stimulation in her rib area. It was reported the sjm rep had reprogrammed the pt more than once, but the pt was not receiving effective stimulation. Follow up identified the physician had scheduled an appointment regarding the issue at a future date.